Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a patient on ventilator needed propofol infusion for sedation. The propofol bottle the clinician had on hand was 1000 mg/100ml concentration. However, the drug profile available on guardrails that was displayed on pcu was only 2000 mg/100ml and the user reportedly was unable to override this. While the clinician was ¿troubleshooting¿ the issue, the patient reportedly started ¿waking up and reaching for the endotracheal tube (ett),¿ although the patient apparently was on ¿soft restraints.¿ the clinician had to administer the propofol dose manually (IV push) while attempting to program the infusion via a different pump module. The event occurred on (B)(6) 2023 at 0410. There was no patient harm. The hospital¿s biomed reportedly conducted their own testing. The pcu's version of the drug library was checked and found it to be ¿an outdated version¿ of data set (B)(6) version) this reportedly explains the incorrect propofol concentration encountered during the incident. Biomed has identified the root cause of the drug library version problem to be a corrupted network configuration for the pcu (causing failure to update the data set). Biomed troubleshooted this issue and manually updated the drug library to the latest version (B)(6) version). Biomed verified that the propofol concentration now shows 1000 mg/100 ml, instead of the 2000 mg/100ml. The biomed reportedly has returned the pump for patient use. A report was received from health canada's canada vigilance program which states, "IV pump had yellow checkmarks, channels had yellow checkmarks. Ventilated patient needed propofol infusion for sedation. Stocked propofol concentration was 1000mg/100ml, IV pump programmed for 2000mg/100ml concentration with no way to override. Patient began waking up and reaching for ett (was soft restrained) while I was trying to trouble shoot the IV pump. Had to draw up propofol in syringe and give bolus dose manually while changing all infusions to new IV pump with correct programming."